Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Event description:
It was reported that the patient's left knee was revised due to a femoral rotation issue. The patella would not track properly so the surgeon revised.

Manufacturer narrative:
An event regarding decreased range of motion and patella tracking issues involving a triathlon femoral component was reported. The event was not confirmed. Device evaluation not performed as the device was not returned for evaluation. Medical evaluation not performed as no medical records were provided. Device history review indicated that the specified lot was accepted into stock with no reported discrepancies. Complaint history review indicated that there have not been any other events for the specified lot. The reported event involves the revision of a left knee due to femoral rotation issues. The patella would not track properly so the surgeon revised. The exact cause of the event could not be determined because not enough information was provided. In order to complete a full investigation, items such as operative notes, x-rays, and patient history are needed to determine the root cause. No further investigation for this event is possible at this time.

Event description:
It was reported that the patient's left knee was revised due to a femoral rotation issue. The patella would not track properly so the surgeon revised.